Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device audible alarm tone went silent on the high volume side. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. The facility biomedical technician replaced the piezo alarm after testing the device and placed the device back in service at the user facility. No additional info was provided.

Manufacturer narrative:
The device piezo is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.